Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device made an audible noise at power on and the device powered on without display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation, despite request. A zoll field service representative evaluated the device on-site, performing bench handling and functional stress testing. The reported issue could not be reproduced during evaluation, and the device operated within specifications. No faults were identified and device is noted to be back in service per the customer. Analysis of reports of this type has not identified an increase in trend.